Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. Cse reported wash station aspiration errors with the aspiration probe, sample probe errors, and hcg imprecision errors. The blue peri-pump and wash valve manifold were replaced due to an issue with the fluid dispensing. The sample syringe, flex cable, aspirate probes 2 and 3 were also replaced. Tubing was cleared, bubble sensor calibrations were run and a full fluidic dispense was performed. Cse did a follow up visit and noticed that quality controls (qc) were out of range and stated that aspirate probes 1 and 2 was not being correctly washed. Pumps 5 and 3 and the waste tubing from the aspirate probes were replaced as well. Cse followed up again to replace the wash block and peristaltic tubing. Cse also decontaminated the instrument acid/base, recalibrated for estradiol and hcg, and ran precision checks. System fully functional on departure. The replacement of the components corrected the issue. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant estradiol and human chorionic gonadotropin (hcg) patient results were obtained on an advia centaur cp instrument. The initial results were reported to the physician(s). The same samples were repeated on the same instrument. The estradiol sample was repeated on a non-siemens instrument for additional reference. There were no specific details on the initial and repeats of the hcg results. The repeated results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant results.